Event description:
It was reported that allegedly the patient's precise nail was not lengthening. An x-ray was evaluated, and it was observed to be slightly bent in the femur. Therefore, the physician revised the nail with a new precise nail without incident.